Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported post op for an endoscopic vein harvesting procedure, hemopro2 extension cable broke at the connector when it was being removed from device. Customer removed hp2 extension cable from circulation and replaced it with another hp2 extension cable.

Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported post op for an endoscopic vein harvesting procedure, hemopro2 extension cable broke at the connector when it was being removed from device. Customer removed hp2 extension cable from circulation and replaced it with another hp2 extension cable.